Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient did not follow post operative instructions and the s1 lead migrated resulting in ineffective therapy. Surgical intervention was undertaken on (B)(6) 2025 wherein the s1 lead was explanted and replaced.